Event description:
On 12/19/2023, infutronix received a report that a pump had flow rate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the complaint which prompted the filing of MDR. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on (B)(6) 2024 and tested on (B)(6) 2024. Pump complaint states, "they don't think the pump worked for the entire duration of their therapy. The patient already completed day 5. Unfortunately, they did not ever call our support line before this to clarify on how the pump works and what to expect. Their infusion didn't actually go to infusion completion and was discontinued on day 5". Due to the pump's complaint the initial code should have been coded as unknown since the end user never reported any errors or disruptions during therapy, but after day 5 explained that the pump was not working. The pump's event log was reviewed and there was evidence of an abrupt power off, as shown by the code below: "event 272: log_event_data time: 13:15:15 type: e05_pressure_data data_log_end eventbytes: 0b 15 15 01 20 01 00 57 event 273: log_event_stop time: 13:15:15 vinf: 2567 stop reason: log_stop_cause_e05 eventbytes: 04 15 15 00 0a 07 24 63 event 274: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 275: undefined event eventbytes: ff ff ff ff ff ff ff ff event 276: undefined event eventbytes: ff ff ff ff ff ff ff ff " this complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. The event log pulled will be attached to the complaint. This complaint is being closed to be investigated under the CAPA.